Event description:
It was reported that the cannula did not fully deploy during the activation process and the cannula could not be inserted. Additionally, the patient's blood glucose level reached 17.2 mmol/l (309.6 mg/dl). As treatment, a new pod was placed.

Manufacturer narrative:
The device had the cannula assembly fully deployed and the needle completely retracted. The pink slide insert was seen in the viewing window. The downloaded data did not show any timeouts or drive stalls during the run. The device was deactivated at 1666 pulses. The needle mechanism was reset and found to deploy properly. No damages or defects were observed that would result in a needle mechanism failure. The exposed portion of the soft cannula was found to be teared. The tearing caused the soft cannula to measured shorter than specification. It could not be determined when the tear occurred. The tear did not influence the performance of the needle mechanism.

Event description:
It was reported that the cannula did not fully deploy during the activation process and the pod could not be inserted. Additionally, the patient's blood glucose level reached 17.2 mmol/l (309.6 mg/dl). As treatment, a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.